Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: j oral maxillofac surg 75:1791.e1-1791.e9, 2017; doi: http://dx.doi.org/10.1016/j.joms.2017.03.054. [(B)(4)].

Event description:
It was reported via journal article: "title : reconstruction of maxillary and orbital floor defect with free fibula flap and whole individualized titanium mesh assisted by computer techniques." Author : kun fu, mds, yiming liu, dds, ning gao, mds, jinghua cai, phd, wei he, dds, and weiliu qiu, dds. Citation: j oral maxillofac surg 75:1791.e1-1791.e9, 2017; doi: http://dx.doi.org/10.1016/j.joms.2017.03.054. The study aimed to investigate the clinical application of free fibula flap and individualized titanium mesh through the use of a virtual planning and guiding template to assist the reconstruction of maxilla and orbital floor defects. Between 2015 and 2016, 6 patients with maxillary and orbital floor defects underwent reconstruction with free fibula flap and whole individualized titanium mesh by computer technique. In the procedure, no. 8-0 prolene suture was used for arterial anastomosis. Postoperatively, one patient developed infection. No complications such as titanium mesh exposure, ectropion, or enophthalmos occurred postoperatively, but a longer follow-up is needed.